Event description:
The customer reported the generation of erroneous results for multiple analytes, including alt (alanine transaminase), tg (triglyceride)m and tbil (total bilirubin) on their dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer sent the patient samples to their other lab to compare results. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the failure mode as a defective cc sample clot detector and smart module level sense assembly. The fse replaced the cc sample clot detector and smart module level sense assembly to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).